Event description:
The facility's biomedical tech reported an infusion pump with a no alarm for air inline found during pt use. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not availble regarding pt status, medical intervention, pt injury, age of pt, medication involved or the setup of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.